Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The ICD first underwent a visual inspection. Several sparkover traces were detected on the ICD housing, as can be seen which points out sparkovers between the hv conductor of the lead and the ICD housing. In addition, traces of abrasion were found on the ICD housing. The ICD then underwent an electrical examination. It confirmed the clinical observation; the ICD could not be interrogated. The memory content of the device could therefore no longer be read. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage to the module then led to a permanently increased current uptake and subsequently to a discharge of the battery and the resulting lack of interrogatibility of the ICD. No sparkover traces or short-circuits were present either within the ICD or in the connection system, which could be related to the clinical observation. The low-ohmic shock path clearly resulted from an external short-circuit. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, during a shock delivery, a sparkover occurred between the lead and the ICD housing. This conclusion can be drawn from both the damage manifestation of the damaged final shock stage and from the sparkover traces on the ICD housing. The sparkovers required a damaged insulation of the hv conductor of the lead (st. Jude medical riata). There were no indications of a material defect or manufacturing error at the ICD.

Event description:
Our MDR - after an implantation time of about 26 months, it was reported that the ICD could not longer be interrogated and was no longer functional after triggering a dft shock. The patient was defibrillated externally. The ICD was explanted.